Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The user didn't receive a low glucose alert at the time of event because the sg never went below the alert level .the user didn't seek for medical treatment. User resolved the event by drinking a sugar drink. Customer care reviewed the case and educated the user on general system behavior. The case was escalated with a recommendation to monitor the system until september 5 while continuing calibrations. Analysis of the in-vivo raw sensor data showed no anomalies. Based on these findings, monitoring was extended for several additional days, and the user was advised to keep using the system and ensure all calibrations were accurately entered. Continued observation confirmed consistent alignment between sg and bg values. The root cause of the initial discrepancies could not be definitively determined. B4.date of this report 03 dec 2025 g3.date received by the manufacturer? 03 dec 2025 h6. Investigation findings updated to 114.

Manufacturer narrative:
As part of troubleshooting process, the customer was asked to re-link the sensor and was provided with the steps. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. Once the re-link was performed, the system performance improved and based on the review of the customer synced glucose data in data management system (dms), the calibrations entered into system fit sensor glucose (sg) trends well. The customer was asked to perform calibrations as requested by the system. The customer had no further concerns. No additional investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer provided the below example for review. Date time sg value bg value a. On (B)(6) 2025 11:12 bgm 59 cgm 96 mmol/l. The incident did not result in any patient harm or sensor removal.